Event description:
The customer reported her blood glucose reached 19 mmol/l (342 mg/dl) less than 24 hours after the pod was activated. She stated there was a lot of pain around the site. There was also blood on the adhesive pad. Upon removal, she noticed the needle never retracted back into the pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported malfunction (needle never retracted), to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.